Manufacturer narrative:
The customer's complaint that the autopulse platform sn (B)(6) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message upon powering on was confirmed during the functional testing and the archive data review. The root cause of the ua07 was due to failed load cells. The cracked front enclosure and failed load cells were likely attributed to mishandling, such as a drop. During visual inspection, unrelated to the reported complaint, a crack across the screw well area on the handle of the front enclosure, a missing load plate screw, and a bent battery lock were noted. The observed physical damages are likely attributed to user mishandling. The damaged parts were replaced to address the observed damages. The archive data indicated several ua07 around the reported event date, confirming the reported complaint. The autopulse platform failed functional testing due to ua07 displayed upon powering on, confirming the reported complaint. The failed load cells were replaced to address the reported complaint. Following service, the brake gap inspection verified the brake gap was within the specification. A load cell characterization test confirmed that both cell modules function within the specification. The autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During the device check after cleaning and installing a lifeband, the autopulse platform sn (B)(6) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message upon powering on. The customer tried to clear the ua by realigning and replacing the lifeband, but the ua persisted. No patient involvement.